Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wound closure, while performing subcutaneous stitch, all the reported devices were said to be broken. There was no patient injury.